Event description:
Surgeon was performing a vp shunt. During the creation of the subcutaneous tunnel, a small piece of the teflon introducer broke off. It was not possible to retrieve the broken piece without a major extension of the incision. The tip remains in the patient. The other portion of the device was discarded.====================== manufacturer response for catheter passer, catheter passer, disposable, 60cm (per site reporter).====================== reporter not aware of response.